Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation could not draw any conclusions about the reported event. Product development and marketing were informed of the complaint. No corrective action taken. A communication sales mail was placed on depuyedge concerning this issue. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
The keying device wouldn't thread easily into the lag screw extending the surgical procedure by approx one hr.